Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2015, procedure: the inferior vena cava (ivc) diameter at the intended filter location was 20.89 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip®/ (lot # e3291740) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Venacavagram indicated no filter tilt. Site report of tilt per post-procedure x-ray ((B)(6) 2015 dop) was 0. Analysis of the placement procedure venacavagram was sub-optimal, no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement was noted. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 21.0. There was no evidence of deformation. Filter migration, extravasation of contrast, filter leg assessment, and tilt were unable to be assessed. Analysis of the x-ray for the angle of filter tilt in the ap view was 21.9 degrees; measurements were unable to be obtained in the lat or oblique views. Analysis of the x-ray also revealed no fracture, deformation or embolization. Per comments ¿patient has scoliosis rendering measurements inaccurate. Unable to obtain satisfactory lateral.¿ patient outcome: on (B)(6) 2015 (77 days post-procedure) the filter was no longer clinically needed and was successfully removed. On (B)(6) 2015 (112 days post-procedure), the patient completed the final study contact and was exited the study.

Manufacturer narrative:
(B)(4). Summary of investigational findings: image review cannot confirm reported 21.9° filter tilt. The true posterior tilt likely approaches the value calculated from the anterior portion of the vertebral bodies, 2°, as opposed to the sheath within the upper portion of the inferior vena cava. Unfortunately a venogram was not performed in the lateral view to confirm the suspicion that there was no significant posterior tilt present. However, there was evidence of penetration by one of the primary filter legs by 6.7 mm. The filter was retrieved, but no information of symptoms associated with this penetration prior to the retrieval. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015, procedure: the inferior vena cava (ivc) diameter at the intended filter location was 20.89 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a g&#1806;ther tulip&#60384;(lot # e3291740) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Venacavagram indicated no filter tilt. Site report of tilt per post-procedure x-ray ((B)(6) 2015 dop) was 0. Analysis of the placement procedure venacavagram was sub-optimal, no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement was noted. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 21.0. There was no evidence of deformation. Filter migration, extravasation of contrast, filter leg assessment, and tilt were unable to be assessed. Analysis of the x-ray for the angle of filter tilt in the ap view was 21.9 degrees; measurements were unable to be obtained in the lat or oblique views. Analysis of the x-ray also revealed no fracture, deformation or embolization. Per comments ¿patient has scoliosis rendering measurements inaccurate. Unable to obtain satisfactory lateral.¿ patient outcome: on (B)(6) 2015 (77 days post-procedure), the filter was no longer clinically needed and was successfully removed. On (B)(6) 2015 (112 days post-procedure), the patient completed the final study contact and was exited the study.